Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: otw voyager 2.0 x 12 mm. Guide wire: asahi prowater. Stent: 2.5 x 28 mm xience v. The asahi prowater guide wire is being filed under a separate manufacturer report number. Evaluation summary: analysis of the returned product noted blood on the tip coils which is consistent with the guide wire used in the patient as reported. The guide wire was returned frozen inside the guide wire lumen of the balloon catheter. Analysis also noted that the shaping ribbon was separated, 9 mm proximal to the tipball. The separated portion was still attached to the tipball. Analysis revealed corrosion on the tipball which likely occurred during transit of the product to abbott vascular for evaluation. The tips coils were stretched, 3 mm proximal to the tipball for a length of 1.7 cm and the intermediate coils were also stretched proximal to the center solder which is likely the result of the noted tip separation. The guide wire could not be removed from the balloon catheter. The balloon catheter was returned with the balloon loosely folded. The distal end of the balloon was folded over itself at the distal shoulder. The shaft was necked down intermittently 49.3 cm proximal to the proximal seal for a length of 10.3 cm. A stopcock was returned attached to the sidearm. The copilot and guiding catheter were also returned. There was no damage noted to the copilot or guiding catheter. Scanning electron microscopy (sem) analysis of the guide wire suggests that the shaping ribbon failure may be attributed to torsional overload. The shaping ribbon detachment form the core may possibly have occurred during removal of the device from the balloon catheter. The separated end of the coil revealed mechanical damage which may have also occurred during removal of the device from the balloon catheter. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the noted separation. Reportedly, the bmw guide wire was not noted to be separated and it is unknown when the separation occurred. Since no damage to the guide wire was noted during inspection prior to use, which would indicate that the guide wire separation was likely not pre-existing. Overall, a conclusive cause could not be determined for the noted guide wire separation and there is no indication of a product quality deficiency. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product lot number was not reported. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the patient underwent an intervention in a non-calcified right coronary artery (rca). A prowater guide wire was used during the procedure. After deployment of a 2.5 x 28 xience v stent, the guide wire was withdrawn, but became stretched inside the guide catheter. An attempt was made to retrieve the prowater guide wire with an otw voyager balloon catheter on a bmw universal guide wire, resulting in the prowater guide wire separating with the distal end of the prowater still in the rca, but the proximal end still within the guide catheter. The prowater was retrieved by inflating the balloon in the guide catheter, "trapping" the prowater, and removing the entire system through the arterial sheath. An angiogram confirmed that the vessel was patent and there were no parts of the device remaining in the vessel. No additional information was provided. Analysis of the otw voyager balloon catheter and the bmw universal guide wire revealed that the bmw universal guide wire was noted to have a shaping ribbon separation.